Event description:
Additional information was received from a manufacturer representative (rep). It was reported that all components in the system were explanted due to an infection. However, no new information was reported regarding the impedance issues.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# va11ql0, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va11ql0, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Eval code-conclusion applies to the following product types: the main component of the system and both of the leads. Eval code-conclusion applies to the product type: extensions. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had an implantable neurostimulator (ins) infection and the hcp wanted to do an MRI to determine if there was a cranial infection. The infection symptoms, including swelling/puffy at the pocket site, started 5 days ago and the patient was admitted to the hospital on (B)(6) 2016. The patient also experienced fatigue. An impedance test was performed and resulted in normal impedances apart from c<(>&<)>11; the rep inquired about the patient receiving an MRI with these high impedances that are greater than 2,000 ohms. A CT scan of the patient's brain resulted in suspicious changes around the lead. The entire system was explanted due to a suspected infection. Follow-up revealed that the issue has been resolved following the full explant. Additional information has been requested regarding the cause of the high impedances, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.